Event description:
Needle deployment. The cardiologist attempted closure with a techstar xl 6 device. A problem was encountered during needle deployment and attempts at back down were unsuccessful. The cardiologist performed a surgical incision and removed the device. Closure was completed with manual compression. The pt received prophylactic antibiotics and was fine. This being reported because similar occurrences of unsuccessful back down have led to reportable occurrences.